Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance a cat6 without the peel away sheath and through a non-penumbra sheath, the physician experienced resistance; subsequently, the cat6 became crushed, and the distal tip of the cat6 "accordioned;" therefore, it was removed. The procedure was completed using another cat6 and a sheath. There was no report of an adverse effect to the patient.